Manufacturer narrative:
A sample is in transit to the manufacturing site for investigation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).

Event description:
A surgeon reported that irrigation stopped during surgery, causing a collapse of the eye. Additional information has been requested, but not received to date.